Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2011 the plaintiff experienced a cardiovascular event after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2014-02169 and 1225714-2014-02170.